Event description:
It was reported that a clearlink continu-flo solution set came apart at the hub connector. This occurred during infusion. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).